Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was centrally placed on the anterior-2/posterior-2 (a2/p2) leaflets. During deployment, after the lock line was removed, the clip opened to approximately 30 degrees. The clip was implanted and a second mitraclip xt was placed lateral to the first clip for stabilization and to further reduce the mr. The second clip was successfully implanted and the procedure was discontinued. The final mr remained at grade 3-4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported clip opened while locked resulting in mr cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.